Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. The reason for call was the patient reported they just had their new ins implanted today ((B)(6) 2024). Patient stated they thought their manufacturing representative (rep) had told them post implant to call to register their new device. Patient stated the battery was not replaced because of normal battery depletion, that it hadn't quite been depleted however for the last 7-8 months they'd been having "issues" (they also stated contradicting information that the issues started in 2024) and their managing health care provider (hcp) had told them because they were past 4 years already, that often it was best to just replace the system at that point. Patient stated the hcp wanted to go in and check tosee "what was going on in there" stating the hcp had planned to either take it out and leave it out for awhile if they found an issue however when the hcp went into remove it today, they didn't find "anything out of the ordinary" so they implanted the interstim x. Patient services warm transferred the patient to device registration to update their patient record. Additional information was received from a manufacturer rep resentative (rep). The rep reported that the patient experienced pain, discomfort/soreness/pinching, and a return of their baseline symptoms of urge incontinence. The issue was resolved with device removal on (B)(6) 2024. Additional information was received from a manufacturer representative (rep). The rep reported that per implanting physician, the patient first reached out for device adjustment via text, (B)(6) 2022 with complaint of sudden sensory discomfort in their leg/calf. They were in a procedure at the time, so they returned the text, suggesting the patient turn their device off, with patient service contact attached for urgent guidance. They followed up with the patient following their case to confirm the device had been turned off; however, pain in their leg persisted. At that time, they suggested they leave the patients device off, and follow up with their physician to rule out other contributing sources of this acute discomfort in their leg. Patient they had a visit scheduled with their primary care provider (pcp) ¿the end of the month¿ ((B)(6) 2022). They heard from the patient again (B)(6) 2023, following their visit with their pcp. It sounded as though their physician had order diagnostic studies (unsure what studies, or findings related). Since discomfort didn¿t seem to be stim related, patient asked if they could help them turn their device back on. They felt it would be best for patient to have a follow up with their implanting physician under the circumstances, and offered to see them at the office on (B)(6) 2023. Patient was unable to make this appointment, but they did get permission from implanting physician to return to active therapy; which was accomplished remotely (B)(6) 2023. Confirming, at timeof programming visit, sensory comfort at active setting. They did not hear back from this patient again until late (B)(6) 2023, when they received a letter from the manufacturing company concerning potential need for battery replacement. At this time, patient expressed a desire for second opinion on device replacement. They were directed to the physician finder website. On april 4 2024 the manufacturing representative (rep) heard from the hcp surgery scheduler that this patient had been scheduled for full lead revision and battery replacement for thursday (B)(6) 2024.